Event description:
It was reported that an ilet user experienced post-meal hyperglycemia when meals were not announced, with a noted glucose rise to 316 mg/dl. Support provided education on meal announcements and pump behavior. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of user-provided information. Investigation of this case revealed no device malfunction, a usage problem related to missed meal announcements, and an incorrect procedure in not following the instructions for meal entry through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.